Manufacturer narrative:
A direct correlation between the report of gastrointestinal bleeding and the device could not be determined through this evaluation. The patient remains ongoing on pump support. Review of the submitted log file by a representative of the manufacturer¿s technical service team indicated that the system operating as intended with stable pump parameters with no atypical alarms or events captured and the pump speed remained above the low speed limit for the duration of the log file. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit on (B)(6) 2016 the patient reported melena stools, abdominal pain and fatigue. The patient was hospitalized for gastrointestinal bleeding and an endoscopy was performed. Information regarding the results of the endoscopy or any treatment rendered was not provided. The patient was discharged home on (B)(6) 2016.